Event description:
It was reported that during a gastric bypass procedure a plcr60b produced some malformed staples upon firing. The pt was not adversely affected by the malfunction.

Manufacturer narrative:
Visual inspection also showed that the plcr60b reload had damage consistent with its having been improperly loaded. The improper loading is believed to have contributed to or caused the observed staple malformation.